Event description:
It was reported to boston scientific corporation that a sensation standard oval snare was used during a polypectomy procedure performed within the colon. According to the complainant, during the procedure, the sensation snare device was going to be used to ensnare a 2cm polyp within the patient's colon. However, once the polyp ensnared the device, it "would not burn" properly, as not enough heat was generated. They were unable to remove the snare from the polyp, as it was stuck to the polyp; therefore, the polyp was "cold guillotined." A second larger sensation snare device was used for cautery to complete the removal of the polyp without complications. No further medical intervention was required. At the conclusion of the procedure, the patient's condition was reported to be fine.

Event description:
It was reported to boston scientific corporation that a sensation standard oval snare was used during a polypectomy procedure performed within the colon. According to the complainant, during the procedure, the sensation snare device was going to be used to ensnare a 2cm polyp within the patient's colon. However, once the polyp ensnared the device, it "would not burn" properly, as not enough heat was generated. They were unable to remove the snare from the polyp, as it was stuck to the polyp; therefore, the polyp was "cold guillotined." A second larger sensation snare device was used for cautery to complete the removal of the polyp without complications. No further medical intervention was required. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The device was not disposed. It has been returned for evaluation. A visual evaluation of the returned device found a small bend in the loop. A functional evaluation found that the extension and retraction of the loop was within specifications. The returned device was subjected to an electrical resistance test and was within the specification of 20 ohms (device read at 12.90 ohms). The condition of the device was not consistent with the complaint that cautery did not work; the complaint was not confirmed. A definitive root cause could not be identified. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found.

Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be over 18 years. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.